Event description:
It was reported that during a da vinci-assisted radical prostatectomy with lymphadenectomy surgical procedure, the customer called a technical support engineer (tse) and reported a persistent c-33 error that remained after several troubleshooting attempts. The system was connected to a force triad generator and bypassed the integrated electrosurgical unit (iesu). The caller will be speaking with the surgeon to see how they would like to proceed. The procedure outcome is unknown and no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu). The system was verified and ready for use. The issue was confirmed using logs, log review revealed recurring error c-33 on 06/16/2026. During testing, the unit displayed error code c-33 at startup, and the erbe logs recorded codes c-00 and c-84. The complaint was confirmed based on the complaint. The probable root cause is attributed to voltage error causing a component failure.